Event description:
Customer reports to have bled at site. Customer states blood got into the sensor base introducer needle and blood was also running down the abdomen. Customer's blood glucose was 191 mg/dl. Customer states that sensor glucose was 40 in the morning and blood glucose was 38 mg/dl the previous night. After troubleshooting, customer was able to stop the bleeding. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.